Manufacturer narrative:
Event occurred in (B) (6).

Event description:
Customer reportedly obtained results of 1.7 inr on the coaguchek xs system and 4.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system.